Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 377860, lot# v001730, implanted: (B)(6) 2005, product type: lead. Product ID: 377860, lot# v001730, implanted: (B)(6) 2005, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. (B)(4).

Event description:
Follow up information reported that the patient¿s physician recommended that their implantable neurostimulator be removed and replaced with another manufacturer¿s device. It was unknown if the patient had proceeded with that surgery. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having trouble getting the recharging unit to hold a connection and at most, it would connect for 90 seconds then disconnect. The patient met with a manufacturer representative who was able to connect and changed the settings on the patient¿s unit. It was noted that the original settings were not recorded. The patient was not happy with the new settings, but was going to try them. Once the patient returned home, she discovered that with the new settings, she could not keep the same settings for both sitting and standing. The patient met with the representative again a few days later and the representative was only able to turn the unit on and off. It was noted that a replacement recharger was ordered, but when it arrived, it behaved in the same manner as the original recharger. For the next three weeks, the patient was only able to turn the unit on or off, lived in pain for most of the day, and only turned it on when she had to walk. Then nine months ago, the unit turned off for the last time and had been totally unresponsive for the past nine months. Additional information had been requested, but was not available as of the date of this report.